Manufacturer narrative:
(B)(4). The customer returned one 4-lumen catheter for analysis. Definite signs of use were observed within the catheter body. Visual analysis of the catheter revealed no obvious defects or anomalies. The IFU for the catheter involved with this complaint cannot be verified as the actual material#/lot# was not reported by the customer. An IFU from a similar kit was reviewed and the IFU states, "flush lumen(s) to completely clear blood from catheter". The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A lab inventory syringe filled with water was attached to all four extension lines and flushed. No blockages were observed as the water exited the respective locations. A manual tug test confirmed that all extension lines were secure within their respective luer hubs. An IFU from a similar kit as the catheter involved with this complaint informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a hole in the catheter body could not be confirmed through investigation of the returned sample. The catheter passed all relevant visual and functional requirements including leak testing in accordance with iso 10555-1. Based on the customer report and the sample received, no problem was found on the returned sample. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that during the infusion of magnesium via the white lumen of a right internal jugular central venous catheter (cvc), it was noticed after a period of time that the cvc dressing had blown up and was full of fluid, which was presumed to be magnesium. At the same time, noradrenaline was running through the brown lumen without any issues. The doctors were made aware of the situation, and there were no concerns raised, with no harm caused to the patient. The cvc was removed and flushed, with no evidence of product damage. A new PICC line was then inserted into the right arm.

Manufacturer narrative:
(B)(4). The UDI number is not available as complainant did not report the product catalog number.

Event description:
It was reported that during the infusion of magnesium via the white lumen of a right internal jugular central venous catheter (cvc), it was noticed after a period of time that the cvc dressing had blown up and was full of fluid, which was presumed to be magnesium. At the same time, noradrenaline was running through the brown lumen without any issues. The doctors were made aware of the situation, and there were no concerns raised, with no harm caused to the patient. The cvc was removed and flushed, with no evidence of product damage. A new PICC line was then inserted into the right arm.